Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 45 mg/dl. Customer advised their sensor is not properly alarming when they are high or low. Troubleshooting for low blood glucose was performed. Customer treated their low blood glucose levels with orange juice. Customer was advised to monitor the insulin pump and their blood glucose levels. Customer was advised to call back is they experience any issues.